Event description:
The customer reported that the tip end of the hysteroresectoscope was abrased, and there was no image. The malfunctions were found during reprocessing before a therapeutic intrauterine surgery. There was no delay, the patient was not under sedation, and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. This report is being submitted for the damaged tip.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During device evaluation, the customer¿s initial report of the distal end abrased was not confirmed. Scratches were found on the outer tube. The initial report of a blurry image was reproduced along with a damaged lens/meniscus. It was also noted that the light guide fiber was broken, and the eye piece funnel was aging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer and wear and tear. Olympus will continue to monitor field performance for this device.